Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: confirmed customer complaint of ¿downstream occlusion seal cracked¿ through visual inspection. Replaced dso (downstream occlusion) seal. Calibrated dso. Passed downstream occlusion test. Upon further investigation unit lcd lens was cracked. Replaced lens. Updated software to the latest version and reset to standard configuration. Performed pvt (performance verification testing). Unit passed all test criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion seal cracked. There was no patient involvement, and no harm/adverse event reported.